Manufacturer narrative:
An event of atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, patient's atrial fibrillation is attributed to the implant procedure. There is no allegation of malfunction against the abbott device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6) it was reported that on (B)(6) 2024, a 22mm amplatzer amulet occluder was successfully implanted in a patient. It was noted during procedure via electrocardiogram, that the patient developed an onset of atrial fibrillation. After procedure the patient's atrial fibrillation persisted. There was no difficulty implanting the 22mm amplatzer amulet occluder. The decision was made to administer the patient 300mg of amiodarone, but atrial fibrillation continued. The patient was kept overnight for monitoring of heart rhythm. On (B)(6) 2024, the patient underwent a successful cardioversion. The patient's atrial fibrillation is attributed to the implant procedure. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.